Event description:
It was reported that the pump's alarm sound was not annunciating. The customer experienced a low blood glucose (bg) level ranging from 40 to 50 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.